Event description:
Device 3 of 3. Please see mfg report numbers 1627487-2010-02833and 1627487-2010-02886 for devices 1 and 2. On (B)(6) 2010, the pt was implanted with a scs system. On (B)(6) 2010, the system was explanted due to infection. No other info is currently available.

Manufacturer narrative:
Eval, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.